Event description:
The customer stated that the patient experienced a skin burn on the lower back. It was reported that the patient had blisters and had to stay back in the hospital for further treatment. No additional information could be retrieved.